Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited low r waves and high thresholds. The leadless ipg was removed and the delivery system was flushed. A clot on the tines and another one behind the cup blocking the delivery were observed. The leadless ipg was not used and replaced. The replacement leadless ipg also exhibited high thresholds. The replacement leadless igp remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited low r waves and high thresholds. The leadless ipg was removed and the delivery system was flushed. Multiples clots were observed on the tine, behind the cup blocking the deliver, and on the tether. The leadless ipg was not used and replaced. The replacement leadless ipg also exhibited high thresholds, probably due to patient anatomy and heart condition. The thresholds normalized after twenty-four hours. The replacement leadless ipg remains in use. No patient complications have been reported as a result of this event.